Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) was tested in the biomedical department, the rate measured at half the set value. It was also reported the pacer rate is only pacing at about 60 bpm (beats per minute) regardless of setting. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the external pulse generator (epg) was tested in the biomedical department, the rate measured at half the set value. It was also reported the pacer rate is only pacing at about 60 bpm (beats per minute) regardless of setting. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial repair of the device confirmed the reported event, the interconnect flex was out of specification. It was also noted that the ring cover was cosmetically damaged. Further analysis was performed on the interconnect flex subassembly. After this testing, no anomalies were found. Conclusion: no defect found with this subassembly. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.